Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed under-sensing was noted on the patient's insertable cardiac monitor (icm). Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.